Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd his scs system, including a surgical lead, on (B)(6) 2011. It was reported the pt felt a radiating band of abdominal, rib and chest pain immediately following the implant procedure. According to the physician, the pain the pt was feeling was due to the use of the dural separator causing downward force on spinal cord. During the implant, the physician made three attempts to place the lead before he was successful as the pt had a small epidural space. The pt was provided with an external pain pump postoperative. Seven days later, the scs system was explanted and not replaced. No further pt complications were reported as a result of this event.